Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issues. This rv lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issues. There were about 5 to 10 turns, and the screw would jump out. This rv lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issues. There were about 5 to 10 turns, and the screw would jump out. This rv lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally and remains in service. Amending MDR decision to MDR=no report.